Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 14th january 2013 and performed to specification, alongside one ten minute manual power up, up to 10th may 2015. Multiple manual power ups, mainly of ten minutes duration were observed in the device memory between 11th may 2015 and 18th october 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.